Event description:
It was reported, lag screw was inserted into the nail and advanced. Lag screw was inserted into very hard bone and at the point of final advancement seized up. Surgeon then tried to extract the screw by unscrewing the nail and the anti rotation tabs on the inserter snapped.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.